Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex entrust self-expanding stent to treat a lesion with little calcification in the superficial femoral artery and great saphenous vein. The lesion was pre-dilated with an unknown balloon. The vessel showed little degree of tortuosity. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used. There was no damage noted to packaging or when removing device from the hoop/tray and the device was prepped per the IFU. Embolic protection was not used. It was reported that during the stent deployment, the triaxial system broke down and the knob began to spin without tension as if it were torn apart from the deployment system. It was impossible to deploy the rest of the stent with the system. The physician deployed the stent by slowly moving the whole system. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Additional information received: the location of the lesion was reported to be in the right sfa, with a length of 125 mm and a diameter of 5mm. The lesion was reported to have a chronic total occlusion (cto). The lesion was pre-dilated using a 5mm pta balloon. A 5 fr 11 cm non-medtronic sheath and a 0..35¿ non-medtronic guidewire were used in the procedure. No components of the deployment system embolize. It was possible to deploy the stent by holding the stent sheath close to the introducer sheath and pulling out the whole system gently. Device evaluation summary: the everflex entrust device was received without a stent loaded and the red safety pin removed. A kink/bend was noted 124cm from the distal tip (distal end of blue isolation sheath). The tip of the catheter was oval shaped with traces of dried blood on the tip. The thumb-wheel of the everflex entrust was able to be rotated making a clicking sound with no resistance. The handle assembly was cracked open. The pull cable was inspected and found the cable frayed and detached from the inner assembly of the catheter. The catheter was cut distal the isolation sheath to view the silver colored inner assembly where the pull cable attached. No portion of the pull cable was observed, but the area the pull cable was attached showed the material torn way evident of excessive tensile forces applied. It was evident the stent was deployed and the pull cable fractured within the catheter. The oval tip of the catheter shows the catheter may have been compressed at some point. If information is provided in the future, a supplemental report will be issued.